Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of index surgical procedure? What was the name of the initial procedure? What tissue layer was the suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Can you provide the lot number? Were any cultures performed on the ¿wound secretion¿? What are the results? What was the indication for the revision procedure 40 days post op? What is physician¿s opinion as to the etiology of or contributing factors to this event? Do you have any suture to return for evaluation? What is the patient current status?

Event description:
It was reported that a patient underwent a reconstruction of collateral ligament procedure on an unknown date and suture was used. On post op day 18, the patient experienced wound secretion. Forty days post op, the patient had a revision surgery and the unabsorbable stitches were removed. The patient condition then changed to be better. Additional information has been requested.